Event description:
A hospital nurse reported that a sheath at the proximal end of a disposable lithocrush broke as a physician attempted to crush a stone during a lithotripsy procedure. The stone became impacted in the basket and although an emergency handle was used, the physician was still unable to crush the stone. At that point, the lithocrush wire sheath was cut, the endoscope was withdrawn and the pt was taken to surgery for removal of the stone and basket.